Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that 2 days post-implant, the lead had perforated the right ventricle. The patient complained of pain and shortness of breath. Minimal pericardial effusion was noted; however, the physician elected to not perform a pericardiocentesis. The lead was repositioned with further complication.